Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was not confirmed. The inspection findings are as follows: air/ water socket o-ring chipped, customer complaint not duplicated, passed wet leak test, passed dry leak test. On 17-nov-2021, a device history record (DHR) review for model ec-3890li, (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 08dec2009 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. The device is in the process of being repaired and will be returned to the user upon completion if additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec-3890li. In the event reported, the user stated that there was no video image. The timing of the event is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.